Manufacturer narrative:
E1; (B)(6). A philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The customer requested a parametric board is faulty and needed to be replaced. A replacement board was sent to the customer; the customer biomed will be replacing the part. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was parametric board. Once the board is received the customer biomed will assume the repair responsibility.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the value for the artery is showing incorrect measurement. The device was not in clinical use at time of event, no patient involvement.